Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012880290 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The returned guidewire was received inserted inside the catheter and tissue observed stuck on the distal tip, several attempts were made to retract it, but without success. At the end using the discide ultra to dissolve the blood on the catheter tip allowed the guidewire to be removed. After flushing the catheter with warm water, the guidewire test was inserted into the loop catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the catheter failed the returned product inspection due to the tissue stuck in the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while manipulating the catheter within the left atrium, the guidewire became stuck. The catheter was removed from the left atrium without any issues, and after catheter replacement, the event was resolved. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.